Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Information was provided that the current issue occurred 2 years after initial yttrium-aluminum-garnet laser (yag) treatment. The patient than presented back after 2 years with a fine fibrin like membrane in both eyes located on the posterior intraocular lens (iol) surface inside the original capsulotomy area (fine fibrin membrane). Both anterior and posterior segment showed no inflammation. The patient was deemed suitable for pars plana vitrectomy and simultaneous attempted iol posterior surface cleaning of the membrane. No further information has been provided at this time. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (dft315-615) that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a company intraocular lens (iol) was implanted in the patient¿s right eye two years ago. The patient did very well following surgery. However, she developed an early posterior capsule opacification, which was treated with yttrium-aluminum-garnet (yag) laser capsulotomy. The surgeon noted that the patient returned two years later with an open posterior capsule and a mild inflammatory fibrous-like membrane adherent to the posterior surface of the iol, which was affecting her vision. The surgeon informed the patient that additional yag laser treatment would not be beneficial. The patient was subsequently referred to a specialist in ocular inflammation, who indicated that a vitrectomy might be considered to remove the fibrous membrane from the posterior surface of the implant. According to the surgeon, the current findings appear to be inflammatory in nature and are not indicative of any defect with the lens. According to the additional information received, the patient underwent uneventful bilateral cataract surgery with implantation of bilateral intraocular lenses. Postoperatively, the patient developed early bilateral posterior capsule opacification, which was successfully treated with bilateral yag laser capsulotomies within approximately three months following the initial cataract procedures. Approximately two years later, the patient presented with progressive bilateral reduction in vision. Clinical evaluation identified a fine fibrin-like membrane located on the posterior surface of both iols, specifically within the area of the prior capsulotomy. The membrane was described as distinct from elschnig pearls and appeared intimately adherent to the posterior iol surface. Due to the membrane¿s close attachment to the lens surface, further yag laser treatment was considered unsuitable. A course of topical steroid therapy was administered but failed to resolve the membrane. Examination of both the anterior and posterior segments revealed no signs of ocular inflammation. The patient was further evaluated by a uveitis specialist, along with several vitreoretinal specialists. The patient was considered a candidate for pars plana vitrectomy with simultaneous attempted cleaning of the posterior iol surface membrane. The patient is uncertain about proceeding with the recommended surgery. The lens remains implanted. The reporting physician noted that they had not previously encountered this type of presentation with this iol. No other ocular or systemic co-morbidities were identified that could explain the progressive reduction in vision. There are two medical device reports associated with this patient. This report is associated with the right eye.